Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death is probable diabetic ketoacidosis. The caller stated that she saw the customer earlier on (B)(6) 2015; the customer was wearing the insulin pump. When the caller returned, the customer was no longer wearing the device, and the reservoir was empty. The customer had been having high blood glucose, but thought that it was due to having caught a virus; she was vomiting. The customer's blood glucose, at the time of death, is unknown. The last known blood glucose was above 600 mg/dl. The caller stated that the customer had been using sensors but was unsure if a sensor was worn at the time of death. The caller stated that the insulin pump has been given to a family member and declined returning the device for analysis, stating that the insulin pump was not the issue; the death was not insulin pump related. The insulin pump information used on this medwatch report is the last known issued insulin pump to the customer.